Event description:
Joint fluid retention [joint effusion]. Joint swelling [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a female pt age not provided, initials unk, with gonarthrosis. The pt's medical history was significant joint fluid retention with osteoarthritis. On an unspecified date, the pt initiated treatment with synvisc injection, 2 ml (route and frequency unspecified). The lot number for synvisc was not provided. On an unspecified date, the pt received the third synvisc injection. On an unk date, the pt developed joint fluid retention and joint swelling and was hospitalized for the events. The action taken with synvisc treatment was not provided. The pt recovered from the events. Concomitant medications were not provided. The intensity for the events was not provided. The reporting physician assessed the relationship between synvisc and the events as possible.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.